Event description:
The distributor reports a patient has developed a brain infection, the surgeon has indicated the implants will be removed. The date of the revision surgery has not been provided at this time. File three of three.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.